Event description:
A ventilator was returned to an authorized service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device by the third-party, a ventilator inoperative error was discovered in the device's event log. The technician recommended replacing the device's motor blower to address the issue. No further investigation is required at this time. Additional finding not related to the malfunction/issue was contamination of extreme dirt.